Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the rfu indicator as blinking red "x" with a periodic chirp, and also when they run operational check appear battery compartment a test fail, after they charged the battery for 16hrs. There was no pt involvement.